Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a caregiver contacted customer support reporting that the user's blood glucose (bg) levels had been elevated for several hours with the highest bg reading of 345 mg/dl. The caregiver initially performed a site change, which temporarily lowered bg levels, but levels rose again after a meal and remained elevated. A second full supply change was completed, after which bg levels began trending down. At the time of the call, bg was reported at 260 mg/dl and trending down; by the end of the call, it was 237 mg/dl. No symptoms or medical intervention was reported.